Manufacturer narrative:
(B)(4). Date sent: 08/03/2016. The analysis found that the sc60 device was received with the knife jammed and with an ecr60d cartridge reload present. The reload was received partially fired 1/3. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and the firing rod was noted bent. In addition, a staple was noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lung resection procedure, the device anvil locked onto the tissue, and the surgeon was unable to unlock the device through the normal method and the emergency method. The surgeon opened another device and resected the tissue next to the faulty device so that he could remove both. There was no impact on patient health and only a couple of minutes was added to the procedure time. There were no adverse consequences for the patient reported.